Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported the patient's revision was scheduled for (B)(6) 2015.

Event description:
Additional information was received from manufacturer representative. It was reported that patient had loss of therapy shortly after an auto accident and did not charge battery in over 1 year. The physician checked lead integrity by c-arm on (B)(6) 2016, the lead appeared intact, and a new battery was implanted. The patient had excellent stimulation post replacement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the implantable neurostimulator (ins) hadn't been functioning since may due to a car accident. The patient stated the system got "bent" but clarified the implantable neurostimulator (ins) was sideways and not in position like it should be. This had not been resolved due to other medical complications such as pneumonia and then a lung cancer diagnosis, so surgery to fix the system was off.

Event description:
Additional information received reported the pocket revision was cancelled and was not rescheduled at the time of this report.

Event description:
It was reported that there were coupling issues along with a loss of stimulation/therapeutic effect. A surgical intervention occurred as a result. The patient was in a car accident at the beginning of may. Since the accident, she had been having difficulty charging and she eventually lost stimulation altogether. The battery was in discharge as it needed to be charged. The battery was completely tilted in the buttocks, so much that she could not make it flat to be able to charge. The patient was going to be scheduled for a battery pocket revision. X-rays had been performed. The patient experienced less than 50% therapy relief at the device pocket of the right side implant. Follow-up determined that the cause of the car accident was not stated. Further follow-up was performed to determine if the revision had been scheduled, if the coupling issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.